Manufacturer narrative:
The device was returned to olympus for inspection and the reported failures were confirmed. Based on the results of the investigation, it is likely the following led to the malfunctions: corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope displayed a scope communication error e226, no image, and static lines. There were no reports of patient involvement.